Event description:
It was reported that during usage of versajet piece the device was no able to provide water suction. The procedure was completed with a smith and nephew back device and there was no harm or injury reported.

Manufacturer narrative:
H10. H3, h6: the device, used in treatment, has not been returned for evaluation. We have not been able to establish a relationship between the device and the reported event or determine a root cause on this occasion. Although a definitive root cause could not be established, factors known to contribute include kinked hoses and possible corrosion, the IFU provides further guidance on this matter. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history review found further instances of the reported event in the past years. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.